Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a battery mesurement conflict. The measured battery voltage was at bol value, but the device displayed an eos message based on a failure-to-charge fault. Cpi's technical services recommended immediate device replacement.